Event description:
It was reported an infusion was programmed to infuse at 84ml/hr over twelve (12) hours. The infusion, however, was completed in five (5) hours. There was patient involvement however patient harm is unknown. Although requested additional information was not provided by the customer.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that there was an infusion was programmed to infuse at 84ml/hr over twelve hours which was not identified during the customer call. The case forward via email to product complaint to further investigate the incident. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Following review this MDR was submitted in error as a duplicate report. For additional information and investigation results please reference MFR # 2016493-2025-125548.

Event description:
It was reported an infusion was programmed to infuse at 84ml/hr over twelve (12) hours. The infusion, however, was completed in five (5) hours. There was patient involvement however patient harm is unknown. Although requested additional information was not provided by the customer.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an infusion was programmed to infuse at 84ml/hr over twelve (12) hours. The infusion, however, was completed in five (5) hours. There was patient involvement however patient harm is unknown. Although requested additional information was not provided by the customer.